Event description:
Rptr c/o: anxiety, depression, lack of concentration, short-term memory loss, mood swings, procrastination, balance disturbances/vertigo/dizziness, pain &/or burning sensation in chest/ribs, inflammation of chest, rapid deterioration of eyes, chronic pain in extremities, heat or cold sensitivity, raynaud's disease, chronic diarrhea &/or constipation, hysterectomy, fibroid tumor, frequent migraines/severe headaches, hypersensitivity to chemicals, molds, dust or pollen, unusual chronic infections, connective tissue disease, atypical lupus, persistent joint stiffness, frozen shoulder, muscle pain and burning, unexplained rashes, numerous moles, freckles, etc, chronic insomnia and non-restorative sleep.